Event description:
The patient reports "had trouble breathing when I woke up, but took my inhaler and it took care of that". After taking inhaler felt heart device and said "it was hot to the touch". The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.